Event description:
On the event date, caller alleged discrepant results compared with the lab results as follows: patient's therapeutic range is 2.5-3.5.

Manufacturer narrative:
Investigation pending.